Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, three months and twenty-six days post a port placement, while examine the port under x-ray allegedly it was found that three cracks to the catheter. There was no reported patient injury.

Event description:
It was reported that two years, three months, and twenty-six days post a port placement, while examined the port under x-ray, the catheter was allegedly found to have three cracks upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Also two photos were provided for review. The photos show the cracks in the catheter at three different locations were noted. Functional, gross visual, tactile and microscopic visual evaluations were performed. Two splits and two kinks were noted to the proximal end of the catheter. A partial circumferential break was noted to the catheter. Partial circumferential breaks were noted on the attached catheter approximately 4.0cm and 5.3cm from the distal end of the cath-lock. The edges of the partial circumferential breaks on the attached catheter were noted to be uneven. The surface was noted to be granular on both regions. Splits were noted on the border of both regions. Upon infusion, leaks were observed from the partial circumferential breaks on the attached catheter. What appeared to be thrombus, was observed exiting the distal end of the attached catheter. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device). H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.